Event description:
The facility's buyer informed the manufacturer's (MFR) customer service rep of the following: opened kit box and sheath was noted split. The MFR's rep contacted the facility's buyer to obtain additional information regarding the event. The facility's buyer stated the following" the operating room staff opened box and noted the sheath was split. The device was never used and will be returned to the MFR for evaluation. No further details were provided.